Manufacturer narrative:
(B)(4).

Event description:
The user received questionable ion selective electrode (ise) sodium results for four patient samples from the modular analytics core analyzer serial number (B)(4). Patient sample 1 initial result was 116 mmol/l and the repeat result was 141 mmol/l. Patient sample 2 initial result was 119 mmol/l and the repeat result was 138 mmol/l. Patient sample 3 initial result was 86 mmol/l and the repeat result was 141 mmol/l. Patient sample 4 initial result was 121 mmol/l and the repeat result was 140 mmol/l. The initial results were reported outside the laboratory. The doctor reviewed the results and questioned them. He did not change any patient treatments due to the erroneous results. Upon evaluation of the analyzer, the field service representative found a leak in the tubing from the rocker arm to the sample mechanism and replaced the tubing. To verify the analyzer operation, the user ran calibration and quality control which passed to the user's specifications. The field service representative ran precision testing which passed within specifications. The user ran six levels of ise calibration verification material and all passed to the user's specifications.